Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. What is the fact that happened with the stapler? 2. Was there any technical breakdown or adaptation that may have caused the defect presented? 3. Does the surgeon know the material, having already used in other operations? 4. Was there any damage or injury to the patient? Answer : 1. There was a stapler trigger before the complete closure of the stapler, occurring rectum clamping only partially and without the rectum section 2. No. 3. Yes. On multiple occasions. 4. No. 5. A second unit of the same stapler was made available, which worked properly. The patient presented satisfactory postoperative recovery, receiving hospital discharge in the usual time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device cut the tissue at all or was only part of the staples released with no cut line? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device has experienced not warned shooting. The stapler shot alone. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2023. Additional information received: the device triggered inadvertently. The stapler fired on its own. Was surgery delayed due to the reported event? --> no, action taken when event occurred? --> replacement with another stapler., was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, other information: --> , patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> unknown, did the device cut the tissue at all or was only part of the staples released with no cut line? The device partially cut the tissue. The device has experienced not warned shooting. The stapler shot alone. Did the device cut the fabric or was it only part of the clips released without cutting line? The device partially cut the fabric.